Manufacturer narrative:
During the investigation, several steps that could contribute to the infection complaint were investigated. No issues were found. Everything was planned and designed according to the work instructions. Device was not available for return

Event description:
Revision surgery of left maxilla because of an infection.